Event description:
No additional information provided.

Manufacturer narrative:
1. The customer has no returned samples or photos. 2. DHR/bhr review lot#: 3353669. 1. This batch of products were assembled at intima ii auto line 4 in feb 2024, and packaged at cfs package line in feb 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test. The test is passed, and no abnormality is found at the extension tubing. 4. Sku#: 383012 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. If the instantaneous pressure through the product exceeds 45psi, the pvc extension tubing has the defects probability of expansion and burst. 5. The IFU of the product indicates: 1. Intima ii products are used for intravenous infusion, administration and taking of blood samples. 2. Intima ii plus 20g, 22g, and 24g straight lure products can withstand 300psi pressure. Connectors should be removed before use. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of this defect can't be determined to be related to production.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage with power injector. On (B)(6) 2024, at 9:00 p.m., the patient underwent a CT scan and while injecting hyperbaric contrast, the clear catheter of the indwelling needle ruptured; the needle was withdrawn and repunctured.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.